Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The patient has had chronic pain for 3 weeks. They were planning on performing an open MRI the day of the report of the lumbar spine. Additional information received reported that the cause of the event was unknown but was attributed to the catheter. The catheter had dislodged/migrated at the distal (spinal) segment. The dose was changed to minimum rate. Per the hcp they would address the catheter migration after recovered from l-fusion. The patient was noted as recovering. The pump was used to deliver morphine.